Manufacturer narrative:
(B)(4). There was no reported device malfunction and the product was not returned. The reported patient effect of hypersensitivity is a known potential patient effect as listed in the xience xpedition everolimus eluting coronary stent system instructions for use (IFU). Although, a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.

Event description:
It was reported that a xience v stent had been previously implanted and the patient has complained of contact dermatitis. The physician contacted the account manager and has requested a metal allergy test kit. No additional information was provided.

Manufacturer narrative:
(B)(4). The stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.